Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and emergency medical services had to be dispatched on (B)(6) 2018. Blood glucose value at the time of the incidents was 15 mg/dl. The customer stated that he was unresponsive and passed out and was treated with glucose injection. During troubleshooting, the customer indicated that the auto mode was not automatically delivering insulin at the time of event. Insulin was dripping or squirting from the end of the set, and the customer was not disconnected during the rewind/prime sequence. Reservoir was showing the same amount of insulin as shown on the status screen. The customer was unsure if the programming was is accurate. The customer will discontinue use of the device and meet with trainer to check the settings. The sensor was not in use at the time of events. The product will not be returned for analysis. Concomitant products: unomedical infusion set.